Manufacturer narrative:
Retainer = black. Customer returned the insulin pump for alleged battery failed alarm found on (B)(6) 2021. Device passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace and history files using thump. No unexpected failed batt test (battery failed) alarm or power related alarms noted during testing. A review of the history files reveals there were three (3) pump error 25 alarms ((B)(6) 2021 at 23:00, 23:10 and (B)(6) 2021 at 10:00), and on (B)(6) 2021 two (2) change battery faults (replace battery alert) at 05:00 and 05:10. The adapt tool confirmed power error 25 alarms were triggered when the battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcba 1. After disconnecting and reconnecting the internal battery connector on j6/pcba 1, the pump was monitored and functioned properly. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Failed batt test (battery failed) alarm is not confirmed however, pump error 25 alarms were found in the history file due to connector resistance j6 /pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic that customer reported battery failed and blood glucose required. Current blood glucose value was 213 mg/dl. Troubleshooting was performed using new battery. Customer received battery failed alarm. No harm requiring medical intervention was reported. Customer was advised to discontinue use of pump and revert to back up plan as per health care professional instructions. Customer was advised how to put pump on storage mode after discontinuation. Device will be returned for analysis.